Event description:
During follow-up, externalized conductor was observed on x-ray. No electrical abnormality was noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.